Manufacturer narrative:
The patient required revascularization of the target lesion. This is being reported as a follow-up to the clinical registry. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Report source: foreign- (B)(6)/ study name: (B)(6): patient ID # (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical registry. During the index procedure, the product worked as intended. The device was discarded, thus no product evaluation was performed. Per the IFU, occlusion is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical registry that during the index procedure on (B)(6) 2017, a stellarex catheter was used to treat the target lesion of the left distal sfa and popliteal, p1. Approximately 9 months post index procedure, the patient experienced an occlusion. A successful revascularization of the target lesion was performed on (B)(6) 2018.